Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for atrial fibrillation with a thermocool® smarttouch® uni-directional navigation catheter and suffered a cardiac tamponade which required pericardiocentesis. During the ablation phase, after nearly completing isolation of all 4 veins on the left, the physician noticed the patient becoming hypotensive. Pericardial effusion was confirmed via ultrasound. Procedure was aborted. Pericardiocentesis yielded unknown amount of fluid. Patient required extended hospitalization as a result of this adverse event. Physician¿s opinion regarding the cause of this adverse event is that it was procedure-related. Transseptal puncture was performed using a st. Jude medical needle. Sheath used was an agilis st. Jude medical. Generator settings: temperature control mode, temperature cut-off 55°c, impedance cut-off 250 ohms, maximal power used posterior 25 watts, maximal power used anterior 30 watts. Irrigated catheter flow settings: 17ml during ablation and 2ml during mapping. No error messages observed on any biosense webster equipment during the procedure. Patient did receive anticoagulation with acts maintained between 300-350 seconds. No complaints of malfunction for any biosense webster products used during this procedure.

Manufacturer narrative:
(B)(4) it was reported that a (B)(6) male patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch uni-directional navigation catheter and suffered a cardiac tamponade which required pericardiocentesis. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and the temperature failed. Further examination revealed that the thermocouple wires were broken at the tip section causing the temperature issue. An irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Catheter failed temperature test, however this condition is not related to the tamponade reported. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. An internal corrective action was created to address tc breakage on the tip section for st and st sf catheters.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 01/20/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).